Event description:
A hospital in (B)(6) reported via our distributor that an rt212 adult inspiratory heated breathing circuit was leaking after five days of patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt212 breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: a photograph was supplied, showing the device's water trap. The complaint circuit was pressure tested. Results: there were no signs of any physical damage to the water trap and other components of the device. The performance test revealed the pressure for the complaint circuit was within specification for this product. A lot check revealed no other complaints of this nature for this lot number. Conclusion: all breathing circuits are pressure tested for leaks during production and those that fail are rejected. The rt212 user instructions state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. It is possible that the customer had not connected the water trap securely after emptying, which could have caused the reported leak. (B)(4).